Manufacturer narrative:
The reported incident that screwdriver bit t15, ao fitting was alleged of issue s-18 (instrument breakage identified out of surgery) could be confirmed since the returned device was physically examined. Based on investigation, the root cause could be attributed to user related issue, as per the reported event the user used a 3.2mm drill bit along with a 3.1mm drill sleeve which is not recommended as per the standard operative technique. The detail procedure for drilling and screw tightening is clearly mentioned in the operative technique and it is recommended that the user be familiar with the recommended uses, compatibility and correct handling of the instrument. It is also stated in IFU (v15011) that before every operation, it should be ensured that all devices to be used during the operation function correctly with each other. The device inspection revealed the following: screw driver tip is found to be broken, blowups revealed the typical fatigue zone due to over-torque. Functional & dimensional inspection could not be performed as the tip of the screwdriver was broken. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The instructions for use (v15011_eifu_en rev n instruments IFU ot-IFU-179) was reviewed: it states that user should ensure that they are familiar with the recommended uses, compatibility and correct handling of the instrument also the special comments for application mentions to only use an instrument for its intended purpose & that improper use of instruments might lead to loss in function or usage. It also suggests that before every operation one should ensure that all devices to be used during the operation function correctly with each other. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
A 3.2 drill bit was used in the 3.1mm drill sleeve and became incarcerated. This was done during a rep training class. No patients or hcp were involved. It was field sales people only. Received clarification that the event occurred during a sawbones lab. The event was resolved by ordering replacement parts. Screwdriver bit appears to be broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A 3.2 drill bit was used in the 3.1 mm drill sleeve and became incarcerated. This was done during a rep training class. No patients or hcp were involved. It was field sales people only. Received clarification that the event occurred during a sawbones lab. The event was resolved by ordering replacement parts. Screwdriver bit appears to be broken.